Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) had already cycled power. The technician explained the alarm to the hp. The hp had disconnected during dwell but had reconnected to the hc. She was connected at the time of the alarm. The tsr advised the hp call the peritoneal dialysis registered nurse (pdrn) to see if she should finish with a manual exchange. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the system error alarm. The hp reported that the issue was resolved, by ending therapy and continuing with manuals. The hp confirmed that she had reconnected but did not hit stop. Per hp, there were no loose connections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The reported problem was confirmed. The assignable cause was use error - patient not connected when therapy initiated

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.